Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to cancel a quick bolus. Tandem technical support performed a pump reset with the customer to resolve issue. Customer's blood glucose was 140 mg/dl.